Manufacturer narrative:
(B)(4).

Event description:
It was reported at the end of the patient's implant procedure a sudden decrease in sensing occurred as well as an increase in pacing lead impedance. Fluoroscopy indicated the patient's right ventricular lead was dislocated. The patient's physician opened the pocket again and repositioned the lead in a different portion of the right ventricular chamber. After the lead was positioned, the electrical values were tested and found to be normal. The patient was hospitalized in intensive care following the procedure.